Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the buttons are not working. The father states the pump is not delivering insulin due to buttons not working. The father was advised to have customer call back in order to troubleshoot the device.